Manufacturer narrative:
Estimated date of event. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Estimated date of implant. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. The reported patient effects of thrombosis and myocardial infarction as listed in the multi-link vision coronary stent system (css), instructions for use are known patient effects that may be associated with coronary stenting. A conclusive cause for the reported thrombosis and myocardial infarction and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The reported death referenced is being filed under a separate medwatch report number. The xience v device referenced is being filed under a separate medwatch report number. Attachment article, titled "does large vessel size justify use of bare-metal stents in primary percutaneous coronary intervention? Insights from the examination trial.".

Event description:
It was reported through a research article identifying that xience v and multi-link vision stents may be related to the following: death, myocardial infarction, stent-thrombosis, rehospitalization and revascularization. This article summarizes clinical outcomes of 1489 patients that were treated with xience v and multi-link vision stents. Specific patient information is documented as unknown. Details are listed in the attached article, titled "does large vessel size justify use of bare-metal stents in primary percutaneous coronary intervention? Insights from the examination trial."